Event description:
This pt was undergoing a mitral valve replacement procedure. The catheters had been placed uneventfully. During the repair procedure, the second and third doses of retrograde cardioplegia resulted in unexpectedly high line pressures. Upon weaning from cardiopulmonary bypass, the pt required chest exploration for bleeding. A coronary sinus tear was diagnosed and oversewn without sequelae.